Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator would not power on, it took a few times of pressing the "on" button to get it to turn on, the keyboard was out of specification and noted "intermittent." All found defective parts were replaced. (B)(4).